Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that they were incoherent. The customer stated that they administered IV during the hospitalization. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 mg/dl. The customer also mentioned that they think that they had an occlusion and changed the site. The insulin pump will not be returned for analysis.